Event description:
It was reported to philips that the device's host computer was not starting up. The device was in outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The system logs were checked. Troubleshooting actions included turning on host pc manually and attempting to restart the system a few times. The reported issue could not be replicated. The system was tested and returned to use in good working order. The codes were updated based on the investigation outcome.